Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02399. It was reported that the patient experienced pain at the ipg site. Additionally, diagnostics revealed high impedance. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg site was relocated to address the pain at ipg site. Intra op testing on the lead shows all high impedances. As such, surgical intervention may take place at a later date for the high impedances on the lead (reference manufacturer reference number: 1627487-2022-02399).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.